Event description:
It was reported the video system center had error codes e105 and e107. The issue occurred during a therapeutic lapacolle procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The costumer reported that the event occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5 and d10. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "error code e105 and e107" malfunctions would likely be related to defective led unit. Olympus will continue to monitor field performance for this device.